Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. The tissue pad was found in good physical condition and properly attached to the clamp arm. The device was tested with a generator and passed the pre-run test. During the functional testing of the device no alert screens were displayed. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.

Event description:
It was reported that during a laparoscopic paraesophageal hernia repair procedure, the device tested ok, but when used on tissue would require reactivation and testing. It is unknown how the procedure was completed. There was no adverse consequence to the patient reported. One device will be returned.